Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead exhibited low pacing impedance measurements resulted in auto polarity switch. No intervention was performed. The patient was in stable condition.